Event description:
A surgeon reports that a pt had unexpected postoperative refraction following intraocular lens implant surgery. The pt had a refraction of -2.00. The surgeon was expecting -0.25. The lens remains implanted. More info has been requested.